Manufacturer narrative:
No parts were returned for investigation. According to received information, an independent testing company came to the hospital, tested the air lines and found traces of chlorine. Earlier investigations of air gas modules that have been exposed to chlorine contamination, have shown that chlorine in the air supply system causes corrosion in the pressure transducers, inside the air gas modules. According to the user's manual, maximum levels of water, oil and chlorine in the supplied gases to the ventilator must not be exceeded. Maximum levels: air h2o less than 7 g/m3, oil less than 0.5 mg/m3, chlorine: must not be detectable. As a corrective measure the hospital is getting new air gas compressors. (B)(4).

Event description:
It was reported that ventilators have gas module failures due to water getting into the air lines of the hospital. (B)(4).